Manufacturer narrative:
Springs for brake return crank. Motion interrupt pan, footboard panel, and bed exit module panel.

Event description:
It was reported by service report that the brakes are hard to apply. No patient involvement or adverse consequences are reported.